Event description:
It was reported that pt underwent total hip arthroplasty in 2002. Pt dislocated prosthesis 3 days later and returned to hosp for closed reduction. Pt dislocated again 5 months later and has been fitted with a full hip brace. No additional surgery has been performed or scheduled to date.